Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was likely the reason for the observed issue. Also, another component was loosing from the circuitry board. Electrical inspection could not be performed because of the observed malfunction. This is a final report.

Event description:
The fine tuner echo was returned to service and repair due to intermittent or complete lack of function. No injury was reported.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair due to intermittent or no functioning. No injury was reported.